Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates . Reportedly, the cartridges were filled with 120-200 units of insulin, and the insulin gauge displayed that there was over 240 units of insulin in the cartridge, and remained static. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.